Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and compromised force sensor and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the act button of the insulin pump was does not work properly. Blood glucose value was unknown at the time of the incident. The customer did not troubleshoot. The insulin pump will not be returned for analysis.